Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure to treat benign prostatic hyperplasia (bph), there were continuous interruptions with the fiber going into standby after 214,061 joules and 38 seconds of use. The procedure was completed with another fiber. There were no patient complications reported. Analysis of the returned device identified detachment of the glass cap.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device was thoroughly analyzed, and it concludes that reported complaint was confirmed, since the visual analysis identified that the glass cap was detached. The detached glass cap was not returned with the fiber. Visual inspection of the fiber body did not identify signs of breakage along the length of the fiber. Additionally, the connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. According to the device instructions for use (IFU), it did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
Correction to field h11: narrative MFR narrative / add DHR. Upon receipt of the fiber at our quality assurance laboratory, the returned device was thoroughly analyzed, and it concludes that reported complaint was confirmed, since the visual analysis identified that the glass cap was detached. The detached glass cap was not returned with the fiber. Visual inspection of the fiber body did not identify signs of breakage along the length of the fiber. Additionally, the connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. According to the device instructions for use (IFU), it did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure to treat benign prostatic hyperplasia (bph), there were continuous interruptions with the fiber going into standby after 214,061 joules and 38 seconds of use. The procedure was completed with another fiber. There were no patient complications reported. Analysis of the returned device identified detachment of the glass cap.